Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via an implanted pump for intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain and chronic low back pain. The patient was experiencing overdose type symptoms and troubleshooting/interventions already performed included giving narcan x2. The pump was refilled about a week ago and he was not sure if any changes were made at that time, but tonight the patient was having overdose type symptoms. The patient came in obtunded and hypotensive. The patient was given narcan and the symptoms improved until the narcan wore off so she was given narcan again and was now on a narcan drip. The call came from the national answering service (nas) who said the company representative (rep) was requested, but they could not get a hold of them. The hcp felt the symptoms were pump related and would like the pump turned down or off. The empty pump option was reviewed, but the reporter said he would rather have it programmed down or off. Nas was contacted to have them keep paging and escalating the issue so they could get someone physically there to help. It was noted the change in therapy/symptoms was sudden and the event date was (B)(6) 2018. No further complications were reported/anticipated or expected.